Manufacturer narrative:
The device has not been returned to the manufacturer. A supplemental report will be filed upon completion of the manufacturer's investigation

Event description:
A peritoneal dialysis patient reported that the cycler displayed the air detected in cassette message during treatment. The cycler also received the power fail recovery failed message. Upon removing the cassette, fluid was found to have leaked in the cycler. The patient stated she will complete treatment with manuals. The cycler was replaced. Upon follow up with the patient's nurse, it was that the patient has since received the new cycler and is completing treatments. No medical intervention or adverse event occurred. The nurse did not have the patient's date of birth and dry weight were not available.

Manufacturer narrative:
Device evaluation: the actual device was returned for evaluation. A visual inspection of the returned cycler exterior showed no sign of physical damage. There are visual indications of dried fluid within the cassette compartment. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. Ast test was perform and passed. No fluid leaks in the test cassette during the accelerated stress test. The patient sensor calibration check passed. The fifteen minute self-test / treatment was perform. During treatment, turning the cycler off then back on again, the power fail recovery resumed to the treatment as intended. The mushroom head check passed. Positive for glucose. An internal visual inspection of the cycler found visual evidence of dried fluid under pump ¿a¿ and ¿b¿ mushroom head and within the recess of the bottom cover adjacent to the pump. The cause of the observed dried fluid and fluid could not be determined. A device history review found no related items.

Event description:
A peritoneal dialysis patient reported that the cycler displayed the air detected in cassette message during treatment. The cycler also received the power fail recovery failed message. Upon removing the cassette, fluid was found to have leaked in the cycler. The patient stated she will complete treatment with manuals. The cycler was replaced. Upon follow up with the patient's nurse, it was that the patient has since received the new cycler and is completing treatments. No medical intervention or adverse event occurred. The nurse did not have the patient's date of birth and dry weight were not available.